Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. The customer was unable to provide any further details. The service history record was reviewed and no repair information was found.